Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient presented to the clinic with elevated lactate dehydrogenase (ldh) levels, speed drops, and episodes of wattage elevation to 10 watts. The patient reportedly denied any dyspnea, hematuria or lethargy. A recent echocardiogram (echo) and cardiac catheterization revealed good pump function/left ventricle unloading and normal right atrial pressures. Hepatic and renal functions were reportedly normal. The patient was reported as having reduced response to coumadin with difficulty to achieve acceptable international normalized ratio (inr) levels. Patient continues to be monitored and remains at transplant status 1b.

Manufacturer narrative:
The patient remains on lvad support and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.